Manufacturer narrative:
T:slim x2 user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was greater than 400 mg/dl, and the meter bg reading was 331 mg/dl. Reportedly, the customer did not use the same bg meter to test bg levels when performing calibrations. No additional patient or event information was available. The issue was resolved after customer entered a single calibration.